Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional lower left extremity arteriogram procedure. Reportedly, the clip didn't deploy in step 4. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) database reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to fire; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to the failure to fire the clip include; but are not limited to incorrect positioning of the device, or user pulls back on device during clip deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.